Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 300 mg/dl, a loss of consciousness, and diabetic ketoacidosis. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment received. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.